Manufacturer narrative:
Additional components: model/catalog description: reservoir flat iz100ml, model lot number: 720185-01, batch/lot number: 1000053922.

Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a broken protese. Further information was requested and not yet received.

Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a broken protese. Further information was requested and not yet received. Further information was reported that during explant the physician noted that the left cylinder was overinflating into an s shape, it was suspected that the irregular shape of the left cylinder was due to the patient having a hernia in the proximal position.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Additional information: further information was reported that during explant the physician noted that the left cylinder was overinflating into an s shape, it was suspected that the irregular shape of the left cylinder was due to the patient having a hernia in the proximal position, device code. Additional components: model/catalog description: reservoir flat iz100ml. Model lot number: 720185-01. Batch/lot number: 1000053922.